Manufacturer narrative:
Concomitant medical products: product ID: 309328, lot# 0209448786, implanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The healthcare professional (hcp) of a foreign clinical study reported that the patient had urinary retention and pain. No diagnostics or troubleshooting was performed. The stimulator was reprogrammed. The patient was hospitalized from (B)(6) 2015 until (B)(6) 2015. The issue was resolved at the time of report. The event was reported recovered on (B)(6) 2015. The investigator assessed the event as serious, not related to the procedure and not related to the stimulation. Relevant medical history included idiopathic functional urinary incontinence since 2010.

Event description:
Additional information received from a healthcare provider (hcp) for a clinical study, via a manufacturer representative, reported a urinary catheterization was done.